Event description:
Caller reported a malfunction on the pump after getting into the pool while wearing it. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to use a pump with updated software, provided instructions on storage mode, and sent a replacement pump. The caller acknowledged the steps for returning the problematic pump and for setting up the replacement pump.